Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash. The patient's rash was located under the front therapy electrode pad. The patient's physician advised the patient that it was okay to remove the device to allow the rash to heal, so the patient temporarily removed the device. The patient applied an ointment and a cream to the rash. Follow-up indicated that the rash was almost healed and that the patient was wearing the device again.